Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. Note: posey instructions for use warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronics and reliability. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt and each time before leaving the pt unattended. When storing the alarm with power on, check the alarm every week to make sure the batteries are still operable and the alarm is still on. (B)(4).

Event description:
Customer reported that the alarm has no power. The batteries were replaced with a new supply. There is evidence of corrosion in the battery compartment. The issue was discovered during setup. There was no pt incident or injury reported.